Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced possible syncope. There was t-wave oversensing (twos) observed on stored non-sustained ventricular tachycardia (nsvt) electrograms. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.